Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("major cramps persistent pain and cramps") and genital haemorrhage ("bleeding all the time / I bled heavily up until removal; heavy bleeding") in a 35-year-old female patient who had essure (batch no. B97488) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii (B)(6) 2007, (B)(6) 2010, (B)(6) 2012), vertebral artery dissection, ovarian cyst, oophorectomy left and pre-eclampsia. Patient not having allergy to nickel. Previously administered products included for an unreported indication: plavix and zoloft. Concurrent conditions included body mass index normal and menorrhagia. Concomitant products included oral contraceptive nos from 2012 to 2015 for birth control, lisinopril from 2014 to 2015 for blood pressure high, progesterone from july 2012 to november 2014 for contraception, sumatriptan (imitrex) since 2014 for migraine, clopidogrel (plavix) since june 2013 to 2014 for vertebral artery dissection as well as diazepam (valium), duloxetine hydrochloride (cymbalta) since 2013, ketorolac tromethamine (toradol), sertraline (zoloft) since 2013 and topiramate (topamax) since 2014. On (B)(6) 2014, the patient had essure inserted. In september 2014, the patient experienced migraine ("migraines"). In october 2014, the patient experienced hyperhidrosis ("constant sweating"), arthralgia ("joint pain; achey/ painful joints") and back pain ("low back pain"). In december 2014, the patient experienced weight increased ("weight gain"). In january 2015, the patient experienced fatigue ("fatigue; feeling fatigued all the time"). In april 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), night sweats ("night sweats") and the first episode of abdominal distension ("look of being pregnant; looked about 7 months pregnant /people thought I was pregnant because my belly got bigger"). In 2015, the patient experienced hot flush ("hot flashes"), abnormal weight gain ("crazy weight gain / 40 lb. Weight gain; weight gain") and pain ("achiness"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), headache ("headaches / my head hurt so bad"), flatulence ("foul odor"), hypertension ("high blood pressure"), the second episode of abdominal distension ("belly bloating / extreme bloating of the abdomen throughout the day / look of being pregnant; looked about 7 months pregnant"), discomfort ("very uncomfortable") and mental disorder ("her use of essure caused or aggravated any psychiatric or psychological conditions"). The patient was treated with surgery (robotic hysterectomy and left salpingo oophorectomy and right salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, genital haemorrhage, night sweats, hot flush, fatigue, arthralgia, headache and the last episode of abdominal distension had resolved, the hyperhidrosis, migraine, flatulence, hypertension, pain, discomfort, back pain and mental disorder outcome was unknown and the abnormal weight gain was resolving. The reporter considered abdominal pain lower, abnormal weight gain, arthralgia, back pain, discomfort, fatigue, flatulence, genital haemorrhage, headache, hot flush, hyperhidrosis, hypertension, mental disorder, migraine, night sweats, pain, weight increased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: the patient tolerated the procedure well. She did not claim that she is allergic to nickel or any other component of essure. Essure coils deployed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Blood test - on an unknown date: normal hysterosalpingogram - in november 2014: essure confirmation test pregnancy test urine - on an unknown date: negative on (B)(6) 2015, surgical pathology report gross description was the uterus and cervix weigh 99-g and measure 8.6 cm fundus to cervix, 5.2 cm cornu to cornu and 4.0 cm anterior to posterior. The serosa is tan-pink and smooth. The cervix measures 3.0 cm in diameter x 3.5 cm in length. There is no pathologic abnormality in cervix, left and right fallopian tubes, left ovary,proliferative phase, no pathologic abnormality in endometrium patient having adenomyosis of myometrium. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received . Event weight gain added. Event "look of being pregnant; looked about 7 months pregnant" deleted and clubbed with abdominal distension. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("major cramps persistent pain and cramps"), genital haemorrhage ("bleeding all the time / I bled heavily up until removal; heavy bleeding") and pregnancy with contraceptive device ("look of being pregnant; looked about 7 months pregnant") in a (B)(6)-year-old female patient who had essure (batch no. (B)(4)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii ((B)(6) 2007, (B)(6) 2010, (B)(6) 2012), vertebral artery dissection, ovarian cyst, oophorectomy left and pre-eclampsia. Patient not having allergy to nickel. Previously administered products included for an unreported indication: zoloft and plavix. Concurrent conditions included body mass index normal and menorrhagia. Concomitant products included oral contraceptive nos in 2012 for birth control, lisinopril in 2014 for blood pressure high, progesterone in (B)(6) 2012 for contraception, sumatriptan (imitrex) in 2014 for migraine, clopidogrel (plavix) in (B)(6) 2013 for vertebral artery dissection as well as diazepam (valium), duloxetine hydrochloride (cymbalta) in 2013, ketorolac tromethamine (toradol), sertraline (zoloft) in 2013 and topiramate (topamax) in 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines"). In (B)(6) 2014, the patient experienced arthralgia ("joint pain; achy/ painful joints") and back pain ("low back pain"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), night sweats ("night sweats") and feeling abnormal ("look of being pregnant; looked about 7 months pregnant /people thought I was pregnant because my belly got bigger"). In 2015, the patient experienced hot flush ("hot flashes"), weight increased ("crazy weight gain / (B)(6) lb. Weight gain; weight gain"), fatigue ("fatigue; feeling fatigued all the time") and pain ("achiness"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), hyperhidrosis ("constant sweating"), headache ("headaches / my head hurt so bad"), flatulence ("foul odor"), hypertension ("high blood pressure"), abdominal distension ("belly bloating / extreme bloating of the abdomen throughout the day"), discomfort ("very uncomfortable") and mental disorder ("her use of essure caused or aggravated any psychiatric or psychological conditions"). The patient was treated with surgery (robotic hysterectomy and left salpingo oophorectomy and right salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, genital haemorrhage, night sweats, hot flush, fatigue, arthralgia, headache, feeling abnormal and abdominal distension had resolved, the pregnancy with contraceptive device, hyperhidrosis, migraine, flatulence, hypertension, pain, discomfort, back pain and mental disorder outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain lower, arthralgia, back pain, discomfort, fatigue, feeling abnormal, flatulence, genital haemorrhage, headache, hot flush, hyperhidrosis, hypertension, mental disorder, migraine, night sweats, pain, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: the patient tolerated the procedure well. She did not claim that she is allergic to nickel or any other component of essure. Essure coils deployed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Blood test - on an unknown date: normal. Hysterosalpingogram - in (B)(6) 2014: essure confirmation test. Pregnancy test urine - on an unknown date: negative. On (B)(6) 2015, surgical pathology report gross description was the uterus and cervix weigh (B)(6)-g and measure (B)(6) cm fundus to cervix, (B)(6) cm cornu to cornu and (B)(6) cm anterior to posterior. The serosa is tan-pink and smooth. The cervix measures (B)(6) cm in diameter x 3.5 cm in length. There is no pathologic abnormality in cervix, left and right fallopian tubes, left ovary, proliferative phase, no pathologic abnormality in endometrium patient having adenomyosis of myometrium. Most recent follow-up information incorporated above includes: on (B)(6) 2017: pfs received: event injury nos deleted, and events night sweats, hot flashes, constant sweating, crazy weight gain, look of being pregnant; looked about 7 months pregnant, fatigue, joint pain, headaches, migraines, bleeding all the time, foul odor, major cramps; persistent pain and cramps, weight loss started, achiness, belly bloating, low back pain, essure caused or aggravated any psychiatric or psychological conditions added. Patient medical history, historical drug, concomitant condition and medication added. Lab data added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident . At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("major cramps persistent pain and cramps"), genital haemorrhage ("bleeding all the time / I bled heavily up until removal; heavy bleeding") and pregnancy with contraceptive device ("look of being pregnant; looked about 7 months pregnant") in a 35-year-old female patient who had essure (batch no. B97488) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii ((B)(6) 2007, (B)(6) 2010, (B)(6) 2012), vertebral artery dissection, ovarian cyst, oophorectomy left and pre-eclampsia. Patient not having allery to nickel. Previously administered products included for an unreported indication: plavix and zoloft. Concurrent conditions included body mass index normal and menorrhagia. Concomitant products included oral contraceptive nos from 2012 to 2015 for birth control, lisinopril from 2014 to 2015 for blood pressure high, progesterone from july 2012 to november 2014 for contraception, sumatriptan (imitrex) since 2014 for migraine, clopidogrel (plavix) since june 2013 to 2014 for vertebral artery dissection as well as diazepam (valium), duloxetine hydrochloride (cymbalta) since 2013, ketorolac tromethamine (toradol), sertraline (zoloft) since 2013 and topiramate (topamax) since 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines"). In (B)(6) 2014, the patient experienced arthralgia ("joint pain; achey/ painful joints") and back pain ("low back pain"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), night sweats ("night sweats") and the first episode of abdominal distension ("look of being pregnant; looked about 7 months pregnant /people thought I was pregnant because my belly got bigger"). In 2015, the patient experienced hot flush ("hot flashes"), abnormal weight gain ("crazy weight gain / 40 lb. Weight gain; weight gain"), fatigue ("fatigue; feeling fatigued all the time") and pain ("achiness"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), hyperhidrosis ("constant sweating"), headache ("headaches / my head hurt so bad"), flatulence ("foul odor"), hypertension ("high blood pressure"), the second episode of abdominal distension ("belly bloating / extreme bloating of the abdomen throughout the day"), discomfort ("very uncomfortable") and mental disorder ("her use of essure caused or aggravated any psychiatric or psychological conditions"). The patient was treated with surgery (robotic hysterectomy and left salpingo oophorectomy and right salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, genital haemorrhage, night sweats, hot flush, fatigue, arthralgia, headache and the last episode of abdominal distension had resolved, the pregnancy with contraceptive device, hyperhidrosis, migraine, flatulence, hypertension, pain, discomfort, back pain and mental disorder outcome was unknown and the abnormal weight gain was resolving. The reporter considered abdominal pain lower, abnormal weight gain, arthralgia, back pain, discomfort, fatigue, flatulence, genital haemorrhage, headache, hot flush, hyperhidrosis, hypertension, mental disorder, migraine, night sweats, pain, pregnancy with contraceptive device, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: the patient tolerated the procedure well. She did not claim that she is allergic to nickel or any other component of essure.essure coils deployed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Blood test - on an unknown date: normal hysterosalpingogram - in (B)(6) 2014: essure confirmation test pregnancy test urine - on an unknown date: negative on (B)(6) 2015, surgical pathology report gross description was the uterus and cervix weigh 99-g and measure 8.6 cm fundus to cervix, 5.2 cm cornu to cornu and 4.0 cm anterior to posterior. The serosa is tan-pink and smooth. The cervix measures 3.0 cm in diameter x 3.5 cm in length. There is no pathologic abnormality in cervix, left and right fallopian tubes, left ovary,proliferative phase, no pathologic abnormality in endometrium patient having adenomyosis of myometrium. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-jun-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.